Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Upon reception, the tablet was tested and the reported behavior was confirmed: the screen of the tablet remained black. The only way to switch off is to remove the battery. Therefore, it was not possible to extract expertise files to identify the root cause of this issue. The subject smarttouch tablet will follow the normal repair workflow (including a re-ghost to restore its initial configuration), and will be sent back to the field.

Event description:
Reportedly, during the installation of version 3.10 of the smartview programmer software, the tablet was removed from its docking station and a black screen is permanently displayed, and it no longer turns on.